Event description:
I received a shipment of 6 freestyle libre 3 continuous glucose sensors from my insurance company in november 2024. Of the five used, two gave readings either 30 points above or below comparison finger stick readings; one fell off within 24 hours; and two were constantly alerting me of low glucose readings when in fact, were sometimes up to 60 points below a blood glucose fingerstick reading. I wore one for only half a day before the alarms were non-stop and the second one seemed to be working fine then after about 9 hours began beeping with low glucose alerts and finally just stopped working. These instances were all reported to abbott, the manufacturer but they only replaced 3 of the sensors and did not appear alarmed by my reports. The first of the 3 replacements worked fine so I believe the six I received from my insurance were all from a bad lot. Reference report#: mw5166090, mw5166091, mw5166092, mw5166094, mw5166095.